Manufacturer narrative:
Product event summary: the device returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the hospital due to high/intermittent right ventricular (rv) lead pacing impedance and an x-ray indicated the lead pin was not fully connected to the implantable cardioverter defibrillator (ICD). It was also noted multiple episodes of noise were detected by the ICD and during the revision procedure, the distal end of the lead was unable to be unscrewed from the device and the operator was only able to disconnect the proximal end. When attempting to reconnect the device, the setscrew was unable to be engaged and the lead could not be inserted into the connector. The device was then explanted and replaced. No patient complications have been reported as a result of this event.